Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /severe and persistent pelvic pain (stabbing)"), deep vein thrombosis ("left leg dvt/ blood clot"), autoimmune thyroiditis ("hashimoto's disease") and gallbladder disorder ("gallbladder issues and removal") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she denies using birth control or contraception at any time following essure placement". The patient's past medical history included augmentation mammoplasty (she underwent breast augmentation in 2005 to 2006.), liposuction (she underwent liposuction in 2005 to 2006.), augmentation mammoplasty in 2007, endoscopy in (B)(6) 2012, colonoscopy in (B)(6) 2013, multi gravida, live birth in 1993, live birth in 1998, live birth in 1999, live birth in 2003 and live birth (pregnancy conceived via ivf (interpreted as in vitro fertilization). Blood clot and hyperemesis gravidarum.) On 3(B)(6) 2010. Plaintiff denies using birth control or contraception at any time following essure placement and she not underwent essure confirmation test. Concurrent conditions included obesity. Concomitant products included ascorbic acid, colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2006, escitalopram oxalate (lexapro) from 2004 to 2006 and sertraline (zoloft) from 2004 to 2006. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced deep vein thrombosis (seriousness criterion medically significant). In 2010, the patient experienced pain in extremity ("legs pain / feet pain (feet very tender)"), arthralgia ("constant ankle pains") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced thyroid disorder ("thyroid disease"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune thyroiditis (seriousness criterion medically significant). In september 2012, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced ovarian cyst ("monthly (after ovulation) cyst pain/ pain from cysts"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), adnexa uteri pain ("monthly (after ovulation) cyst pain/ pain from cysts") and emotional distress ("suffering"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy) and surgery (removal surgery). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst and adnexa uteri pain had resolved, the deep vein thrombosis, autoimmune thyroiditis, gallbladder disorder, thyroid disorder, post-traumatic stress disorder, depression, anxiety and emotional distress outcome was unknown and the pain in extremity, arthralgia and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, anxiety, arthralgia, autoimmune thyroiditis, deep vein thrombosis, depression, emotional distress, gallbladder disorder, ovarian cyst, pain in extremity, pelvic pain, post-traumatic stress disorder and thyroid disorder to be related to essure (ess205). The reporter commented: it was reported that her current weight was 173 lbs. She claim that her use of essure caused or aggravated any psychiatric and/or psychological conditions. She used blood thinners and pain medication. She also had gallbladder removal. She also used thyroid medication for thyroid disease 2011. It was reported that she had back surgeries and pain management for lumbar spine. Thyroid medication for lumbar spine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /severe and persistent pelvic pain (stabbing)"), deep vein thrombosis ("left leg dvt/ blood clot"), autoimmune thyroiditis ("hashimoto's disease") and gallbladder disorder ("gallbladder issues and removal") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty (she underwnt breast augmentation in 2005 to 2006.), liposuction (she underwnt liposuction in 2005 to 2006.), augmentation mammoplasty in 2007, endoscopy in (B)(6) 2012, colonoscopy in (B)(6) 2013, multi gravida, live birth in 1993, live birth in 1998, live birth in 1999, live birth in 2003 and live birth (pregnancy conceived via ivf (interpreted as in vitro fertilization). Blood clot and hyperemesis gravidarum.) On (B)(6) 2010. Plaintiff denies using birth control or contraception at any time following essure placement and she not underwent essure confirmation test. Concurrent conditions included obesity. Concomitant products included ascorbic acid, colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2006, escitalopram oxalate (lexapro) from 2004 to 2006 and sertraline (zoloft) from 2004 to 2006. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced deep vein thrombosis (seriousness criterion medically significant). In 2010, the patient experienced pain in extremity ("legs pain / feet pain (feet very tender)"), arthralgia ("constant ankle pains") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced thyroid disorder ("thyroid disease"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced ovarian cyst ("monthly (after ovulation) cyst pain/ pain from cysts"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), treatment noncompliance ("she denies using birth control or contraception at any time following essure placement"), adnexa uteri pain ("monthly (after ovulation) cyst pain/ pain from cysts") and emotional distress ("suffering"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy) and surgery (removal surgery). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst and adnexa uteri pain had resolved, the deep vein thrombosis, autoimmune thyroiditis, gallbladder disorder, thyroid disorder, post-traumatic stress disorder, depression, treatment noncompliance, anxiety and emotional distress outcome was unknown and the pain in extremity, arthralgia and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, anxiety, arthralgia, autoimmune thyroiditis, deep vein thrombosis, depression, emotional distress, gallbladder disorder, ovarian cyst, pain in extremity, pelvic pain, post-traumatic stress disorder, thyroid disorder and treatment noncompliance to be related to essure (ess205). The reporter commented: it was reported that her current weight was 173 lbs. She claim that her use of essure caused or aggravated any psychiatric and/or psychological conditions. She used blood thinners and pain medication. She also had gallbladder removal. She also used thyroid medication for thyroid disease 2011. It was reported that she had back surgeries and pain management for lumbar spine. Thyroid medication for lumbar spine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet and medical records: new reporter, essure permanent birth control by bilateral occlusion of the fallopian tubes, new events gallbladder issues and removal, mental anguish,suffering were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /severe and persistent pelvic pain (stabbing)'), deep vein thrombosis ('left leg dvt/ blood clot'), autoimmune thyroiditis ('hashimoto's disease'), pregnancy with contraceptive device ('intrauterine pregnancy') and gallbladder disorder ('gallbladder issues and removal') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and treatment noncompliance "she denies using birth control or contraception at any time following essure placement". The patient's medical history included colonoscopy in (B)(6) 2013, cholecystectomy on (B)(6) 2013, endoscopy in (B)(6) 2012, live birth on (B)(6) 2010, uterine ablation in 2005, live birth in 2003, elective abortion in 2000, live birth in 1999, live birth in 1998, live birth in 1993, augmentation mammoplasty (she underwnt breast augmentation in 2005 to 2006.), liposuction (she underwnt liposuction in 2005 to 2006.), multi gravida, vomiting, nausea, hypoglycemia, hyperemesis gravidarum, urinary tract infection, dehydration, hypokalemia, lightheadedness, anorexia, weight loss, constipation, panic attacks, polycystic ovaries, in vitro fertilization, tenderness, trauma, deep vein thrombosis, motor vehicle accident, swelling of legs, hematoma, congenital thrombophilia, hypothyroidism and oophorectomy. Plaintiff denies using birth control or contraception at any time following essure placement and she not underwent essure confirmation test. Concurrent conditions included obesity. Concomitant products included amoxicillin sodium (amoxil), ascorbic acid, ascorbic acid;biotin;calcium carbonate;calcium pantothenate;chromium nicotinate;colecalciferol;cupric oxide;cyanocobalamin;ferrous fumarate;folic acid;magnesium hydroxide;manganese gluconate;nicotinamide;phytomenadione;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;selenomethionine;sodium molybdate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multivitamin for women), colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2006, enoxaparin, escitalopram oxalate (lexapro), furosemide (lasix), hydromorphone hydrochloride (dilaudid), ibuprofen, levofloxacin (lovenox), lorazepam (ativan), methylprednisolone, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), oxytocin citrate (pitocin), potassium chloride, selenium, sertraline hydrochloride (zoloft) from 2004 to 2006 and vitamin b complex (vitamin b). In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced deep vein thrombosis (seriousness criterion medically significant). In 2010, the patient experienced pain in extremity ("legs pain / feet pain (feet very tender)"), arthralgia ("constant ankle pains") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced thyroid disorder ("thyroid disease"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced ovarian cyst ("monthly (after ovulation) cyst pain/ pain from cysts"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), adnexa uteri pain ("monthly (after ovulation) cyst pain/ pain from cysts") and emotional distress ("suffering"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy and removal surgery). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst and adnexa uteri pain had resolved, the deep vein thrombosis, autoimmune thyroiditis, pregnancy with contraceptive device, gallbladder disorder, thyroid disorder, post-traumatic stress disorder, depression, anxiety and emotional distress outcome was unknown and the pain in extremity, arthralgia and allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. 2336g was the reported birth weight. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered adnexa uteri pain, allergy to metals, anxiety, arthralgia, autoimmune thyroiditis, deep vein thrombosis, depression, emotional distress, gallbladder disorder, ovarian cyst, pain in extremity, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device and thyroid disorder to be related to essure (ess205). The reporter commented: it was reported that her current weight was 173 lbs. She claim that her use of essure caused or aggravated any psychiatric and/or psychological conditions. She used blood thinners and pain medication. She also had gallbladder removal. She also used thyroid medication for thyroid disease 2011. It was reported that she had back surgeries and pain management for lumbar spine. Thyroid medication for lumbar spine. Essure coils were noted to be visible at the cornual region of the uterus. Pregnancy conceived via ivf (interpreted as in vitro fertilization). Blood clot and hyperemesis gravidarum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on (B)(6) 2010: result: singleton iup. 16 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement)=(B)(6) 2010)} transverse presentation regular fhr of 147 bpm. Anterior, fundal placenta successful amniocentesis; on (B)(6) 2010: result: singleton iup. 19 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement)=(B)(6) 2010)} 27 weeks 6 day{s} by this ultrasound edc (estimate date of confinement)=(B)(6) 2010)} breech presentation. Fetal growth appeared normal. Estimated fetal weight=281grams. Estimated fetal weight=0 ibs 10 oz. Hypoplastic nasal bone 2nd trimester regular fhr of 160 bpm. Posterior, placenta. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record:pelvic pain, deep vein thrombosis, pain in extremity, depression, ovarian cyst, anxiety. Concerning the injuries reported in this case, the following ones were reported via medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: events: intrauterine pregnancy and device ineffective were added. Reporter information, patient history, concomitant drugs were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /severe and persistent pelvic pain (stabbing)/chronic pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and treatment noncompliance "she denies using birth control or contraception at any time following essure placement". The patient's medical history included colonoscopy in (B)(6) 2013, cholecystectomy on (B)(6) 2013, endoscopy in (B)(6) 2012, live birth on (B)(6) 2010, uterine ablation in 2005, live birth in 2003, elective abortion in 2000, live birth in 1999, live birth in 1998, live birth in 1993, augmentation mammoplasty (she underwnt breast augmentation in 2005 to 2006.), liposuction (she underwnt liposuction in 2005 to 2006.), multi gravida, vomiting, nausea, hypoglycemia, hyperemesis gravidarum, urinary tract infection, dehydration, hypokalemia, lightheadedness, anorexia, weight loss, constipation, panic attacks, polycystic ovaries, in vitro fertilization, tenderness, trauma, deep vein thrombosis, motor vehicle accident, swelling of legs, hematoma, congenital thrombophilia, hypothyroidism and oophorectomy. Plaintiff denies using birth control or contraception at any time following essure placement and she not underwent essure confirmation test. Concurrent conditions included obesity. Concomitant products included amoxicillin sodium (amoxil), ascorbic acid, ascorbic acid;biotin;calcium carbonate;calcium pantothenate;chromium nicotinate;colecalciferol;cupric oxide;cyanocobalamin;ferrous fumarate;folic acid;magnesium hydroxide;manganese gluconate;nicotinamide;phytomenadione;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;selenomethionine;sodium molybdate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multivitamin for women), colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2006, enoxaparin, escitalopram oxalate (lexapro), furosemide (lasix), hydromorphone hydrochloride (dilaudid), ibuprofen, levofloxacin (lovenox), lorazepam (ativan), methylprednisolone, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), oxytocin citrate (pitocin), potassium chloride, selenium, sertraline hydrochloride (zoloft) from 2004 to 2006 and vitamin b complex (vitamin b). In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced deep vein thrombosis ("left leg dvt/ blood clot"). In 2010, the patient experienced pain of lower extremities ("legs pain / feet pain (feet very tender)"), pain ankle ("constant ankle pains") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced thyroid disorder ("thyroid disease"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune thyroiditis ("hashimoto's disease"). In (B)(6) 2012, the patient experienced gallbladder disorder ("gallbladder issues and removal"). In (B)(6) 2014, the patient experienced ovarian cyst ("monthly (after ovulation) cyst pain/ pain from cysts"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("intrauterine pregnancy") and experienced allergy to metals ("allergic to nickel/ring reaction"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), adnexa uteri pain ("monthly (after ovulation) cyst pain/ pain from cysts"), emotional distress ("suffering"), autoimmune disorder ("autoimmune disease"), unilateral leg pain ("pain on lower left side"), pain in hip ("pain closer to hip bone"), back pain ("low back pain"), nausea ("nausea"), cyst rupture ("partially ruptured cyst") and blister ("blistering"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy,loss of fallopian tubes and removal surgery). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst and adnexa uteri pain had resolved, the deep vein thrombosis, autoimmune thyroiditis, pregnancy with contraceptive device, gallbladder disorder, thyroid disorder, post-traumatic stress disorder, depression, anxiety, emotional distress, autoimmune disorder and blister outcome was unknown and the pain of lower extremities, pain ankle and allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. 2336g was the reported birth weight. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, autoimmune thyroiditis, back pain, blister, cyst rupture, deep vein thrombosis, depression, emotional distress, gallbladder disorder, nausea, ovarian cyst, pain ankle, pain of lower extremities, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, thyroid disorder, pain in hip and unilateral leg pain to be related to essure (ess205). The reporter commented: it was reported that her current weight was 173 lbs. She claim that her use of essure caused or aggravated any psychiatric and/or psychological conditions. She used blood thinners and pain medication. She also had gallbladder removal. She also used thyroid medication for thyroid disease 2011. It was reported that she had back surgeries and pain management for lumbar spine. Thyroid medication for lumbar spine. Essure coils were noted to be visible at the cornual region of the uterus. Pregnancy conceived via ivf (interpreted as in vitro fertilization). Blood clot and hyperemesis gravidarum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on (B)(6) 2010: result: singleton iup. 16 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement)=(B)(6) 2010)}. Transverse presentation. Regular fhr of 147 bpm. Anterior, fundal placenta successful amniocentesis; on (B)(6) 2010: result: singleton iup 19 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement)=(B)(6) 2010)}. 27 weeks 6 day{s} by this ultrasound edc (estimate date of confinement)=(B)(6) 2010)}. Breech presentation. Fetal growth appeared normal. Estimated fetal weight=281grams. Estimated fetal weight=0 ibs 10 oz. Hypoplastic nasal bone 2nd trimester. Regular fhr of 160 bpm. Posterior, placenta. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record:pelvic pain, deep vein thrombosis, pain in extremity, depression, ovarian cyst, anxiety. Concerning the injuries reported in this case, the following ones were reported via medical records: pregnancy with contraceptive device. Concerning the injuries reported in this case, the following one were reported via social media: blister . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /severe and persistent pelvic pain (stabbing)/chronic pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and treatment noncompliance "she denies using birth control or contraception at any time following essure placement". The patient's medical history included colonoscopy in (B)(6)2013, cholecystectomy on (B)(6)2013, endoscopy in (B)(6)2012, live birth on (B)(6)2010, uterine ablation in 2005, live birth in 2003, elective abortion in 2000, live birth in 1999, live birth in 1998, live birth in 1993, augmentation mammoplasty (she underwent breast augmentation in 2005 to 2006.), liposuction (she underwent liposuction in 2005 to 2006.), multi gravida, vomiting, nausea, hypoglycemia, hyperemesis gravidarum, urinary tract infection, dehydration, hypokalemia, lightheadedness, anorexia, weight loss, constipation, panic attacks, polycystic ovaries, in vitro fertilization, tenderness, trauma, deep vein thrombosis, motor vehicle accident, swelling of legs, hematoma, congenital thrombophilia, hypothyroidism and oophorectomy. Plaintiff denies using birth control or contraception at any time following essure placement and she not underwent essure confirmation test. Concurrent conditions included obesity. Concomitant products included amoxicillin sodium (amoxil), ascorbic acid, ascorbic acid;biotin;calcium carbonate;calcium pantothenate;chromium nicotinate;colecalciferol;cupric oxide;cyanocobalamin;ferrous fumarate;folic acid;magnesium hydroxide;manganese gluconate;nicotinamide;phytomenadione;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;selenomethionine;sodium molybdate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multivitamin for women), colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2006, enoxaparin, escitalopram oxalate (lexapro), furosemide (lasix), hydromorphone hydrochloride (dilaudid), ibuprofen, levofloxacin (lovenox), lorazepam (ativan), methylprednisolone, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), oxytocin citrate (pitocin), potassium chloride, selenium, sertraline hydrochloride (zoloft) from 2004 to 2006 and vitamin b complex (vitamin b). In (B)(6)2004, the patient had essure (ess205) inserted. On (B)(6)2010, the patient experienced deep vein thrombosis ("left leg dvt/ blood clot"). In 2010, the patient experienced pain in extremity ("legs pain / feet pain (feet very tender)"), arthralgia ("constant ankle pains") and anxiety ("mental anguish"). In (B)(6)2011, the patient experienced thyroid disorder ("thyroid disease"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune thyroiditis ("hashimoto's disease"). In (B)(6)2012, the patient experienced gallbladder disorder ("gallbladder issues and removal"). In (B)(6)2014, the patient experienced ovarian cyst ("monthly (after ovulation) cyst pain/ pain from cysts"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("intrauterine pregnancy") and experienced allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), adnexa uteri pain ("monthly (after ovulation) cyst pain/ pain from cysts"), emotional distress ("suffering") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy,loss of fallopian tubes and removal surgery). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, ovarian cyst and adnexa uteri pain had resolved, the deep vein thrombosis, autoimmune thyroiditis, pregnancy with contraceptive device, gallbladder disorder, thyroid disorder, post-traumatic stress disorder, depression, anxiety, emotional distress and autoimmune disorder outcome was unknown and the pain in extremity, arthralgia and allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2010. 2336g was the reported birth weight. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered adnexa uteri pain, allergy to metals, anxiety, arthralgia, autoimmune disorder, autoimmune thyroiditis, deep vein thrombosis, depression, emotional distress, gallbladder disorder, ovarian cyst, pain in extremity, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device and thyroid disorder to be related to essure (ess205). The reporter commented: it was reported that her current weight was 173 lbs. She claim that her use of essure caused or aggravated any psychiatric and/or psychological conditions. She used blood thinners and pain medication. She also had gallbladder removal. She also used thyroid medication for thyroid disease 2011. It was reported that she had back surgeries and pain management for lumbar spine. Thyroid medication for lumbar spine. Essure coils were noted to be visible at the cornual region of the uterus. Pregnancy conceived via ivf (interpreted as in vitro fertilization). Blood clot and hyperemesis gravidarum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on (B)(6)2010: result: singleton iup 16 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement)=(B)(6)2010)} transverse presentation regular fhr of 147 bpm. Anterior, fundal placenta successful amniocentesis; on (B)(6)2010: result: singleton iup 19 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement)=(B)(6)2010)} 27 weeks 6 day{s} by this ultrasound edc (estimate date of confinement)=(B)(6)2010)} breech presentation fetal growth appeared normal estimated fetal weight=281grams estimated fetal weight=0 ibs 10 oz. Hypoplastic nasal bone 2nd trimester regular fhr of 160 bpm. Posterior, placenta. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record:pelvic pain, deep vein thrombosis, pain in extremity, depression, ovarian cyst, anxiety. Concerning the injuries reported in this case, the following ones were reported via medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event autoimmune disease was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /severe and persistent pelvic pain (stabbing)/chronic pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and treatment noncompliance "she denies using birth control or contraception at any time following essure placement". The patient's medical history included colonoscopy in (B)(6) 2013, cholecystectomy on (B)(6) 2013, endoscopy in (B)(6) 2012, live birth on (B)(6) 2010, uterine ablation in 2005, live birth in 2003, elective abortion in 2000, live birth in 1999, live birth in 1998, live birth in 1993, augmentation mammoplasty (she underwent breast augmentation in 2005 to 2006.), liposuction (she underwent liposuction in 2005 to 2006.), multi gravida, vomiting, nausea, hypoglycemia, hyperemesis gravidarum, urinary tract infection, dehydration, hypokalemia, lightheadedness, anorexia, weight loss, constipation, panic attacks, polycystic ovaries, in vitro fertilization, tenderness, trauma, deep vein thrombosis, motor vehicle accident, swelling of legs, hematoma, congenital thrombophilia, hypothyroidism and oophorectomy. Plaintiff denies using birth control or contraception at any time following essure placement and she not underwent essure confirmation test. Concurrent conditions included obesity. Concomitant products included amoxicillin sodium (amoxil), ascorbic acid, ascorbic acid;biotin;calcium carbonate;calcium pantothenate;chromium nicotinate;cholecalciferol;cupric oxide;cyanocobalamin;ferrous fumarate;folic acid;magnesium hydroxide;manganese gluconate;nicotinamide;phytomenadione;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;selenomethionine;sodium molybdate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multivitamin for women), cholecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2006, enoxaparin, escitalopram oxalate (lexapro), furosemide (lasix), hydromorphone hydrochloride (dilaudid), ibuprofen, levofloxacin (lovenox), lorazepam (ativan), methylprednisolone, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), oxytocin citrate (pitocin), potassium chloride, selenium, sertraline hydrochloride (zoloft) from 2004 to 2006 and vitamin b complex (vitamin b). In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced deep vein thrombosis ("left leg dvt/ blood clot"). In 2010, the patient experienced pain of lower extremities ("legs pain / feet pain (feet very tender)"), pain ankle ("constant ankle pains") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced thyroid disorder ("thyroid disease"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune thyroiditis ("hashimoto's disease"). In (B)(6) 2012, the patient experienced gallbladder disorder ("gallbladder issues and removal"). In (B)(6) 2014, the patient experienced ovarian cyst ("monthly (after ovulation) cyst pain/ pain from cysts"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("intrauterine pregnancy") and experienced allergy to metals ("allergic to nickel/ring reaction"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), adnexa uteri pain ("monthly (after ovulation) cyst pain/ pain from cysts"), emotional distress ("suffering"), autoimmune disorder ("autoimmune disease"), unilateral leg pain ("pain on lower left side"), pain in hip ("pain closer to hip bone"), back pain ("low back pain"), nausea ("nausea"), cyst rupture ("partially ruptured cyst") and blister ("blistering"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy,loss of fallopian tubes and removal surgery). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst and adnexa uteri pain had resolved, the deep vein thrombosis, autoimmune thyroiditis, pregnancy with contraceptive device, gallbladder disorder, thyroid disorder, post-traumatic stress disorder, depression, anxiety, emotional distress, autoimmune disorder and blister outcome was unknown and the pain of lower extremities, pain ankle and allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. 2336g was the reported birth weight. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, autoimmune thyroiditis, back pain, blister, cyst rupture, deep vein thrombosis, depression, emotional distress, gallbladder disorder, nausea, ovarian cyst, pain ankle, pain of lower extremities, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, thyroid disorder, pain in hip and unilateral leg pain to be related to essure (ess205). The reporter commented: it was reported that her current weight was 173 lbs. She claim that her use of essure caused or aggravated any psychiatric and/or psychological conditions. She used blood thinners and pain medication. She also had gallbladder removal. She also used thyroid medication for thyroid disease 2011. It was reported that she had back surgeries and pain management for lumbar spine. Thyroid medication for lumbar spine. Essure coils were noted to be visible at the cornual region of the uterus. Pregnancy conceived via ivf (interpreted as in vitro fertilization). Blood clot and hyperemesis gravidarum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on (B)(6) 2010: result: singleton iup 16 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement)=(B)(6) 2010)} transverse presentation regular fhr of 147 bpm. Anterior, fundal placenta successful amniocentesis; on (B)(6) 2010: result: singleton iup 19 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement)=(B)(6) 2010)} 27 weeks 6 day{s} by this ultrasound edc (estimate date of confinement)=(B)(6) 2010)} breech presentation fetal growth appeared normal estimated fetal weight=281grams estimated fetal weight=0 ibs 10 oz. Hypoplastic nasal bone 2nd trimester regular fhr of 160 bpm. Posterior, placenta. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record:pelvic pain, deep vein thrombosis, pain in extremity, depression, ovarian cyst, anxiety. Concerning the injuries reported in this case, the following ones were reported via medical records: pregnancy with contraceptive device. Concerning the injuries reported in this case, the following one were reported via social media: blister. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event blister and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /severe and persistent pelvic pain (stabbing)/chronic pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and treatment noncompliance "she denies using birth control or contraception at any time following essure placement". The patient's medical history included colonoscopy in (B)(6) of 2013, cholecystectomy on (B)(6) 2013, endoscopy in (B)(6) of 2012, live birth on (B)(6) of 2010, uterine ablation in 2005, live birth in 2003, elective abortion in 2000, live birth in 1999, live birth in 1998, live birth in 1993, augmentation mammoplasty (she underwnt breast augmentation in 2005 to 2006.), liposuction (she underwnt liposuction in 2005 to 2006.), multi gravida, vomiting, nausea, hypoglycemia, hyperemesis gravidarum, urinary tract infection, dehydration, hypokalemia, lightheadedness, anorexia, weight loss, constipation, panic attacks, polycystic ovaries, in vitro fertilization, tenderness, trauma, deep vein thrombosis, motor vehicle accident, swelling of legs, hematoma, congenital thrombophilia, hypothyroidism and oophorectomy. Plaintiff denies using birth control or contraception at any time following essure placement and she not underwent essure confirmation test. Concurrent conditions included obesity. Concomitant products included amoxicillin sodium (amoxil), ascorbic acid, ascorbic acid; biotin; calcium carbonate; calcium pantothenate; chromium nicotinate; colecalciferol; cupric oxide; cyanocobalamin; ferrous fumarate;folic acid; magnesium hydroxide; manganese gluconate; nicotinamide; phytomenadione; potassium iodide; pyridoxine hydrochloride; retinol; riboflavin; selenomethionine; sodium molybdate; thiamine hydrochloride; tocopheryl acetate;zinc gluconate (multivitamin for women), colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) since 2006, enoxaparin, escitalopram oxalate (lexapro), furosemide (lasix), hydromorphone hydrochloride (dilaudid), ibuprofen, levofloxacin (lovenox), lorazepam (ativan), methylprednisolone, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), oxytocin citrate (pitocin), potassium chloride, selenium, sertraline hydrochloride (zoloft) from 2004 to 2006 and vitamin b complex (vitamin b). In (B)(6) of 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced deep vein thrombosis ("left leg dvt/ blood clot"). In 2010, the patient experienced pain of lower extremities ("legs pain / feet pain (feet very tender), pain ankle ("constant ankle pains") and anxiety ("mental anguish"). In (B)(6) of 2011, the patient experienced thyroid disorder ("thyroid disease"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune thyroiditis ("hashimoto's disease"). In (B)(6) of 2012, the patient experienced gallbladder disorder ("gallbladder issues and removal"). In (B)(6) of 2014, the patient experienced ovarian cyst ("monthly (after ovulation) cyst pain/ pain from cysts"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("intrauterine pregnancy") and experienced allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), adnexa uteri pain ("monthly (after ovulation) cyst pain/ pain from cysts"), emotional distress ("suffering"), autoimmune disorder ("autoimmune disease"), unilateral leg pain ("pain on lower left side"), pain in hip ("pain closer to hip bone"), back pain ("low back pain"), nausea ("nausea") and cyst rupture ("partially ruptured cyst"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy,loss of fallopian tubes and removal surgery). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst and adnexa uteri pain had resolved, the deep vein thrombosis, autoimmune thyroiditis, pregnancy with contraceptive device, gallbladder disorder, thyroid disorder, post-traumatic stress disorder, depression, anxiety, emotional distress and autoimmune disorder outcome was unknown and the pain of lower extremities, pain ankle and allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. 2336g was the reported birth weight. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, autoimmune thyroiditis, back pain, cyst rupture, deep vein thrombosis, depression, emotional distress, gallbladder disorder, nausea, ovarian cyst, pain ankle, pain of lower extremities, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, thyroid disorder, pain in hip and unilateral leg pain to be related to essure (ess205). The reporter commented: it was reported that her current weight was 173 lbs. She claim that her use of essure caused or aggravated any psychiatric and/or psychological conditions. She used blood thinners and pain medication. She also had gallbladder removal. She also used thyroid medication for thyroid disease 2011. It was reported that she had back surgeries and pain management for lumbar spine. Thyroid medication for lumbar spine. Essure coils were noted to be visible at the cornual region of the uterus. Pregnancy conceived via ivf (interpreted as in vitro fertilization). Blood clot and hyperemesis gravidarum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on (B)(6) 2010: result: singleton iup. 16 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement) (B)(6) 2010. Transverse presentation regular fhr of 147 bpm. Anterior, fundal placenta successful amniocentesis; on (B)(6) 2010: result: singleton iup. 19 weeks 3 day{s} by date of ivf. {edc (estimate date of confinement) (B)(6) 2010. 27 weeks 6 day{s} by this ultrasound edc (estimate date of confinement) (B)(6) 2010. Breech presentation. Fetal growth appeared normal. Estimated fetal weight=281grams. Estimated fetal weight=0 ibs 10 oz.. Hypoplastic nasal bone 2nd trimester. Regular fhr of 160 bpm. Posterior, placenta. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record:pelvic pain, deep vein thrombosis, pain in extremity, depression, ovarian cyst, anxiety. Concerning the injuries reported in this case, the following ones were reported via medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events pain on lower left side, pain closer to hip bone, low back pain, partially ruptured cyst and nausea added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /severe and persistent pelvic pain (stabbing)"), deep vein thrombosis ("left leg dvt/ blood clot") and autoimmune thyroiditis ("hashimoto's disease") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty (she underwent breast augmentation in 2005 to 2006.), liposuction (she underwent liposuction in 2005 to 2006.), augmentation mammoplasty in 2007, endoscopy in (B)(6) 2012, colonoscopy in (B)(6) 2013, multi gravida, live birth in 1993, live birth in 1998, live birth in 1999, live birth in 2003 and live birth (pregnancy conceived via ivf (interpreted as in vitro fertilization). Blood clot and hyperemesis gravidarum.) On (B)(6) 2010. Plaintiff denies using birth control or contraception at any time following essure placement and she not underwent essure confirmation test. Concurrent conditions included obesity. Concomitant products included ascorbic acid, colecalciferol (vitamin d), desvenlafaxine succinate (pristiq) in 2006, escitalopram oxalate (lexapro) in 2004 and sertraline (zoloft) in 2004. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced pain in extremity ("legs pain / feet pain (feet very tender)") and arthralgia ("constant ankle pains"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced deep vein thrombosis (seriousness criterion medically significant), thyroid disorder ("thyroid disease"), allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), ovarian cyst ("monthly (after ovulation) cyst pain/ pain from cysts"), investigation noncompliance ("she denies using birth control or contraception at any time following essure placement") and adnexa uteri pain ("monthly (after ovulation) cyst pain/ pain from cysts"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, ovarian cyst and adnexa uteri pain had resolved, the deep vein thrombosis, autoimmune thyroiditis, thyroid disorder, post-traumatic stress disorder, depression and investigation noncompliance outcome was unknown and the pain in extremity, arthralgia and allergy to metals had not resolved. The reporter considered adnexa uteri pain, allergy to metals, arthralgia, autoimmune thyroiditis, deep vein thrombosis, depression, investigation noncompliance, ovarian cyst, pain in extremity, pelvic pain, post-traumatic stress disorder and thyroid disorder to be related to essure (ess205). The reporter commented: it was reported that her current weight was (B)(6) lbs. She claim that her use of essure caused or aggravated any psychiatric and/or psychological conditions. She used blood thinners and pain medication. She also had gallbladder removal. She also used thyroid medication for thyroid disease 2011. It was reported that she had back surgeries and pain management for lumbar spine. Thyroid medication for lumbar spine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2017: coding request done. Event monthly (after ovulation) cyst pain/ pain from cysts was coded to pt: ovarian cyst and adnexa pain uteri. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /severe and persistent pelvic pain (stabbing)"), deep vein thrombosis ("left leg dvt/ blood clot") and autoimmune thyroiditis ("hashimoto's disease") in a (B)(6) -year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty (she underwent breast augmentation in 2005 to 2006.), liposuction (she underwent liposuction in 2005 to 2006.), augmentation mammoplasty in 2007, endoscopy in (B)(6) 2012, colonoscopy in (B)(6) 2013, multi gravida, live birth in 1993, live birth in 1998, live birth in 1999, live birth in 2003 and live birth (pregnancy conceived via ivf (interpreted as in vitro fertilization). Blood clot and hyperemesis gravidarum.) On (B)(6) 2010. Plaintiff denies using birth control or contraception at any time following essure placement and she not underwent essure confirmation test. Concurrent conditions included obesity. Concomitant products included ascorbic acid, cholecalciferol (vitamin d), desvenlafaxine succinate (pristiq) in 2006, escitalopram oxalate (lexapro) in 2004 and sertraline (zoloft) in 2004. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced pain in extremity ("legs pain / feet pain (feet very tender)") and arthralgia ("constant ankle pains"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced deep vein thrombosis (seriousness criterion medically significant), thyroid disorder ("thyroid disease"), allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), ovarian cyst ("monthly (after ovulation) cyst pain/ pain from cysts") and treatment noncompliance ("she denies using birth control or contraception at any time following essure placement"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and ovarian cyst had resolved, the deep vein thrombosis, autoimmune thyroiditis, thyroid disorder, post-traumatic stress disorder, depression and treatment noncompliance outcome was unknown and the pain in extremity, arthralgia and allergy to metals had not resolved. The reporter considered allergy to metals, arthralgia, autoimmune thyroiditis, deep vein thrombosis, depression, ovarian cyst, pain in extremity, pelvic pain, post-traumatic stress disorder and thyroid disorder to be related to essure (ess205). The reporter provided no causality assessment for treatment noncompliance with essure (ess205). The reporter commented: it was reported that her current weight was (B)(6) lbs. She claim that your use of essure caused or aggravated any psychiatric and/or psychological conditions. She used blood thinners and pain medication. She also had gallbladder removal. She also used thyroid medication for thyroid disease 2011. It was reported that she had back surgeries and pain management for lumbar spine. Thyroid medication for lumbar spine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) -2017: reporters added. Patient demographic updated. Historical condition, concomitant disease, concomitant medication was added. On an unknown date, she experienced left leg dvt (deep vein thrombosis) / blood clot, thyroid disease, allergic to nickel, ptsd, depression, cyst pain/ pain from cysts, she denies using birth control or contraception at any time following essure placement. In 2010, she had legs pain / feet pain, constant ankle pains. In 2011, she had pain/persistent pelvic pain (stabbing), hashimoto's disease. And event severe and permanent injuries were deleted. In (B)(6) 2014, she had explanted essure device after her pelvic pain, cyst pain went away. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (b)(4, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.